Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photographic device evaluation: a review of the device through photographs noted the events of capsular contracture and granuloma could not be observed as they are physiological complications.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and chronic granulomatous inflammation. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and chronic granulomatous inflammation. The device was explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV via ultrasound and "interlobular stromal fibrosis" and "chronic granulomatous inflammation with the presence of giant multinucleated foreign body type cells (cd30 negative)" via pathology. Device was explanted.